Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose (bg) level was impacted (400 mg/dl). Customer delivered a bolus to treat elevated levels and reported that bg level was decreasing. During troubleshooting with tandem technical support, customer was reminded that the safety feature can be adjusted or turned off. Customer indicated that the safety feature was set to the off position on his previous pump. Tandem technical support assisted the customer in turning the safety feature off.